Event description:
It was reported that when using the bd pyxis¿ medbank tower, user reported that they cannot issue out a medication even after it has been approved via rxverify. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rx verify request loop issue occurred. A technical support specialist (tss) identified that the medication order associated with the request had expired at midnight, which caused the issue. The tss instructed the user to create a new medication verification request, after which the request was processed successfully, and the medication was dispensed to the patient. The system functioned as intended after the technical support specialist investigated the issue.